Event description:
It was reported that pump screen was faulty and no further event details were provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or any support provided, and device was not planned for return.